Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was found to have reverted to safety mode. The patient was urgently admitted and this ICD was explanted. This ICD is expected to be returned but has not yet been received. No additional adverse patient effects were reported.